Event description:
A malfunction alarm with the code malf 0 was reported, and there were no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump by providing step-by-step instructions, ensuring it was charging, and verifying the date and time settings. After the reset, the malfunction code did not recur, and the customer was advised to contact support again if any further issues arose.